Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended again. Then, the s-ICD system was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. B5: describe event or problem, h6: device codes and impact codes were already updated.

Manufacturer narrative:
B5: describe event or problem, h6: device codes and impact codes were already updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended again. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended again. Then, the s-ICD system was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
B5: describe event or problem, h6: device codes and impact codes were already updated.